Manufacturer narrative:
(B)(4).information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the rep that during a gall bladder procedure the device was spitting and malformed clips. The case was completed with the same device with no patient consequence. The device was discarded.